Event description:
It was reported that while trying to implant a second superion interspinous spacer, the physician started to tap down the spacer and the laminae broke. The physician removed the spacer. The patient was admitted for observation and the patient had a laminectomy at the level of the fracture. The patient was doing fine.